Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1s9c8, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the lead revision was done to get a better response from the neurostimulator.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot #: va1s9c8, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-jun-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that there was a lead revision done in 2019. No symptoms were reported and no further complications were noted or anticipated